Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). The information indicated that a catheter revision was being done. It was unclear which portion of the catheter was the concern. See manufacture¿s report # 3007566237-2015-03581 for the report on the other portion of the catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the reporter was informed that a catheter revision was being done on (B)(6). The reporter had no further information at the time of the report. The event date, the drug in the pump at the time of the event, the patient's pertinent medical history/concomitant medications, the reason for the catheter revision, the patient symptoms related to the event, the troubleshooting performed related to the event, and the cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from an hcp reported the medication being delivered by the pump was dilaudid (unknown concentration and dose). The catheter revision was done because the catheter was clogged. The patient symptoms included no pain relief. Troubleshooting was noted as "new catheter implanted."